Event description:
What I want to submit is a complaint about the packaging of becton dickinson ultra fine pen needles. I use these to inject my insulin since I am diabetic. Whenever I have ordered a box of 100 needles, it has come sealed only with a piece of scotch tape over the cover. Why is it not sealed with a cellophane film that covers the entire box? As it is, one cannot be certain there are 100 needles inside since the seal is so easy to remove that needles can be removed before the box is sold. And nobody wants to have to count 100 needles. I sent an email to bd about this but never got any answer. Perhaps you would care to approach them about the packaging of their needles and why it is not more secure. Dates of use: (B)(6) 2000 - (B)(6) 2012.